Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was found that the needle had been detached from the suture. It was a control release needle. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device evaluation summary: an opened sample (seven used needles, an unused needle and an un-dispensed suture) of product code vcpb725, lot # mlz332 was returned for analysis. During the visual inspection of detached needle from slot # 1, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. Per the sample condition, the assignable cause of the performance pull off suture needle was a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. A manufacturing record evaluation was performed for the finished device mlz332 batch number, and no non-conformances were identified.